Manufacturer narrative:
Investigation is currently being conducted; a follow up report will be submitted upon completion.

Event description:
Rep stated "when the catheter was removed from the patient, they began to wipe the device off and noticed the plastic catheter tip had shed off a small piece. The catheter was taken out of the sterile area and another of the same was used to complete the case successfully with no harm to the patient." Additional information received on (B)(6)2010. Here is the most recent information from the account. "The catheter never entered the patient. After talking to (B)(6) to help me remember the situation I believe that the only time we have had an issue with a boston ablation catheter is when it came out of the package with a chip out of the platinum. Consequently, it was not ever inserted into the patient. A new catheter was used instead, so there is no further information pertinent to this catheter. Additional information received from the sales rep on (B)(6)2010. "When I looked at it there was no evidence of any missing pieces."

Event description:
Rep stated "when the catheter was removed from the patient, they began to wipe the device off and noticed the plastic catheter tip had shed off a small piece. The catheter was taken out of the sterile area and another of the same was used to complete the case successfully with no harm to the patient." Additional information received from the sales rep on jan 12 2010. Here is the most recent information from the account. "Ep (B)(4) sent this to me on friday "the catheter never entered the patient. After talking to the ep techs to help me remember the situation I believe that the only time we have had an issue with a boston ablation catheter is when it came out of the package with a chip out of the platinum. Consequently, it was not ever inserted into the patient. A new catheter was used instead, so there is no further information pertinent to this catheter.

Manufacturer narrative:
There was no evidence of any plastic shedding off of the catheter tip or any platinum chipping off the catheter tip during product analysis. During visual inspection of the catheter, a black spot was observed on the distal tip and ring electrodes were flattened. The black spot observed on the tip may have been what the customer is referring to in the event description. The root cause of the black spot on the tip cannot be determined. All blazer catheter tips are processed to remove scratches, pits, and adhesive on the tip surface. Then the tips are cleaned with an ipa wipe. This process is followed by 100% inspection of the tip electrodes. Review of manufacturing records found no issues related to the event. Similar complaint trend was reviewed for this product family, and no adverse trends were identified.